Manufacturer narrative:
E1: reporting institution phone (B)(6) e1: reporter phone# (B)(6) philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the earlyvue vs30 indicating the non-invasive pressure values are not correct. The customer performed preventive maintenance with a simulator in dynamic measurement and found a result of 200/160 mmhg instead of 200/150 mmhg. The device was not in use at the time of the event. No adverse event occurred.